Event description:
It was reported that the patient was experiencing pain in the neck believed to be due to the implant procedure. The patient wanted to have stimulation enabled one week after surgery against manufacturer recommendations. The patient experienced painful stimulation at the vns generator site that radiates up to the left ear. This pain had been improving with the use of several medications including lidocaine injections, fentanyl patches and neurontin until the patient had a seizure and now the pain has worsened. The surgeon is considering using botox to alleviate the pain. The patient was then reported as having been hospitalized after having 4 seizures, but the neurologist attributes these to a change in medication. Patient's seizures were doing well with vns therapy prior to the medication change. It was also noted that the lead in the patient's neck was "vibrating" with stimulation. A nurse at the hospital had informed the physician that the generator could be seen vibrating inside the chest wall as well. The "vibration" is likely referring to muscle spasm, but no other information is known at this time. The neurologist also reported that while hospitalized, the patient experienced ventricular tachycardia. At this time, the physician attributes the arrhythmia to vns. The patient does not have a history of any heart conditions. Additional information received indicates that the patient is no longer hospitalized and is continuing vns therapy. No interventions are planned at this time. Attempts for further information have been unsuccessful to date.